Event description:
During a bronchoscopy, biopsy forceps' jaws jammed open and could not be closed. Upon removal of the forceps, they lacerated the lining of the patient's lung, causing some bleeding. The bleeding stopped on its own and the patient was discharged. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working), device malfunction - that is, the device did not do what it was supposed to do.